Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced high blood glucose. At the time of the incident, her blood glucose was 400 mg/dl and her current blood glucose is 286 mg/dl. The customer stated that she had a headache and felt nauseated and treated with the pump and a manual injection. Troubleshooting for high blood glucose was performed. The customer reported that drive support cap appeared normal. She states there were no leaks or air bubbles and refused to check for any site or insulin issues. She also refused to check if her settings were correct. The customer did not have the tubing clamp to perform the high-pressure test and will call back once she receives it. She was advised to change infusion set, reservoir and insulin and to treat high blood glucose per her healthcare professional's recommendation. The insulin pump will not be returning for analysis.